Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The t:slim x2 with ciq technology user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. System check could not be performed with tandem technical support, as the occlusion alarm occurred in the past. Customer changed supplies to address the occlusion alarm. Customer reported using apidra insulin, and using supplies for 3.5 days. Tandem customer technical support informed customer that is off-label per the user guide. Customer¿s blood glucose level was 310 mg/dl.